Manufacturer narrative:
The investigation is ongoing. Pending device return.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26mm sapien 3 ultra valve, the valve began to protrude through the seam of the 14fr esheath+ in the area of the right common iliac artery. This was noted under fluoroscopy. Additionally, there appeared to be a bent strut. The nose cone of the delivery system had exited the esheath+, but the valve was unable to fully exit. The seam was observed to have separated. The valve, commander delivery system, and esheath+ were withdrawn as a unit. A new system was prepped, and the second valve was implanted successfully with no issues. There was no patient injury during the procedure. It was believed that a frame strut on the first valve may have caught onto the seam of the esheath+ at a point of tortuosity in the patient's iliac.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed one strut bent slightly outward at the inflow side. Multiple struts were observed exposed through the skirt, but it was noted to be normal after being crimped and used. Imagery of the patient's anatomy was also provided. Review of the imagery found the patient's right access vessel had presence of tortuosity. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve frame damage was confirmed based on evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. As reported, "the valve began to protrude through the seam of the 14fr esheath+ at the level of the patient's right common iliac artery. This was noted under fluoroscopy. The nose cone had exited the esheath+, but the valve was unable to fully exit the esheath+." Furthermore, "it was believed that a frame strut on the first valve may have caught onto the seam of the esheath+ at a point of tortuosity in the patient's iliac. Under fluoroscopy, it was noted that there appeared to be a bent strut." Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time." Additionally, per imagery provided of the patient's anatomy, the patient's right access vessel had presence of tortuosity. The presence of tortuosity can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible that difficulty was encountered during delivery system advancement and additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, this can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the inflow. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation and high push force) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated to improve activities regarding insertion of the delivery system with valve through the sheath resulting in frame damage. Since this event occurred after corrective actions were implemented, a product risk assessment (pra) was performed and found the control limits have not been exceeded. Therefore, no further actions are required.